Event description:
The mapping catheter could not be detected by the stockert generator. The handle was replaced with another catheter and the problem was resolved. No harm came to the patient.

Event description:
The mapping catheter could not be detected by the stockert generator. The handle was replaced with another catheter and the problem was resolved. No harm came to the patient.